Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-dec-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station monitor was not turning on. A field service engineer reseated all cables and connected the unit to different power outlets; however, the issue persisted and the station would not power on, contacted medbank, and they recommended replacing the all in one (aio), replaced the all in one (aio) and coordinated with medbank for a remote session, during which they confirmed that the station was functioning with no further issues, then had the registered nurse (rn) log in to verify functionality, and the station was confirmed operational. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medbank mini cabinet monitor would not power on. A blue indicator light was visible on the monitor; however, pressed the power button located underneath does not display anything on the screen. The customer had already attempted to unplug and reconnect the monitor, but the issue persists. However, there were no delays or adverse events or injuries reported based on this event.